Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the inspection of the returned devices, the orthokit technician noticed that several instruments were damaged. On 29 august 2016 upon evaluation of the returned device, the tip of the extractor is broken (piece missing).

Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. Chipping/breakage of the tip was observed. Pra (preliminary risk assessment) (B)(4) was held on 25 jan 2016 to evaluate the increased complaints involving the attune tibial trial extractor (product code 254500138). The review team determined that there was no increased patient risk. Based on a the overall condition of the returned device, the root cause is attributed to product wear out. Based on the root cause of product wear out and pra (preliminary risk assessment) (B)(4) determination of no additional patient risk, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.